Event description:
It was reported by the user facility that the device would not shut off. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported. It was also reported that during testing conducted at the manufacturer facility, the device ran while in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The complaint was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The motor assembly which includes the sockets were affected by corrosion.

Event description:
It was reported by the user facility that the device would not shut off. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported. It was also reported that during testing conducted at the manufacturer facility the device ran while in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.